Event description:
It was reported that the customer experienced a high blood glucose (bg) of 563 mg/dl. Customer gave a manual injection to address the bg level. Reportedly, the customer did not complete the load sequence step resulting in the high bg. The customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
Per tandem user guide, since there is no insulin delivered during the cartridge fill process, there will be no actual basal rate adjustments until the cartridge is filled and loaded back onto the pump. Control-iq technology will then immediately begin to operate normally. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.